Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the buttons were very hard to push on the insulin pump. Customer stated that he is developing calluses from it. Customer was advised to contact the helpline to determine if a replacement needs to be sent out.